Event description:
A 28mm diameter x 16mm x 16.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt had moderate vessel tortuosity and little calcification. It was reported that the physician did not realize that the device was not inserted into the gate and the contralateral limb graft was deployed behind the bifurcated stent graft; therefore, the pt was converted to open surgical repair. Medtronic ave was notified that the pt expired post-operatively on an unknown date. The cause of death is unknown at this time. Info is pending from the user facility.